Event description:
The head nurse reports the catheter would not zero prior to placement. Upon placement an error occurred and the catheter would not work. The catheter was checked and everything found nothing wrong. No pt injury was reported but intervention was required since the catheter was not working properly.